Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the causes of the phenom microcatheter tear and pipeline failure to open were underdetermined. The devices had been prepared per the instructions for use (IFU), and the pipeline stent was not positioned in a bend when it failed to open.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline would not open in the distal end, even after reasheathing, and with the push wire already forwarded with the ptfe sleeves distal to the distal part of the stent. The pipeline was also noted to be stuck in the catheter due to resistance. As a result of the issue the pipeline and microcatheter were replaced. However, after pulling back the microcatheter for replacement, it was found that the microcatheter was torn. The replacement devices were used successfully. The patient was undergoing treatment of an unruptured, saccular left ica aneurysm with a max diameter of 2mm and a neck diameter of 2.3mm. The patient's vessel tortuosity was minimal. Dual antiplatelet treatment was administered but the pru level was unknown. Post procedure angiographic results showed full flow with all branches intact and a visible stagnation within the aneurysm. A continuous flush was used. There was no damage seen to the catheter or pushwire. More than 50% of the device wasdeployed when it failed to open, with less than 2 resheathing attempts made. There were no related pateint symptoms.